Event description:
The reporter stated that the tips of the instrument sheared off during uni-cp expansion. It was reported that no patient injury occurred and that no other medical intervention was needed. The reporter stated that the device was discarded at the user facility and is not available for evaluation. Integra called the materials manager in the operating room, she stated that she had no additional details of this product malfunction, but would investigate further. Integra spoke with a physician's assistant regarding the use of this device family. (See MFR report # 9615741-2008-00005) and determined that the above event should be reportable due to the risk of foreign body entering the surgical site.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.